Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's family reported via phone call that they customer hospitalized in emergency room due to high blood glucose on (B)(6) 2020 with blood glucose of 300 mg/dl. Customer's other blood glucose was 400 mg/dl, 423 mg/dl. The customer did experienced the symptoms such as nausea, stomach cramps, vision problems. The customer was treated by saline fluid and insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Customer was not using auto mode. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.